Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. Additional findings of error e224 appeared on the monitor however the image was good and clear. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not detected. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image problem or ¿bad image¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.